Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation prime main body and two (2) ovation prime iliac limbs was implanted to treat an abdominal aortic aneurysm. The patient returned approximately four (4) years post-op showing the presence of a potential endoleak and aaa enlargement; however, it could not be determined whether the endoleak is a type of iiia or ii. No further scheduled evaluation information was provided. As of the date of this report, the patient is in stable condition and there have been no additional patient sequelae.